Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure to treat vertebral compression fracture. During the procedure, balloon got stuck in the vertebral body and when doctor tried to pull it out the balloon part snapped off and remained in the vertebral body. In the lateral view 1 of 2 omnipaque indicator was present well inside the vertebral body. Doctor instructed to mix 1g of vancomycin with cement and filled the vertebral body. Doctor couldn't pull out the balloon. The fragments of the product remained inside the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional information: product analysis: unable to determine root cause due to the fact that the entire balloon tip is missing and not returned for analysis.